Manufacturer narrative:
Based on the current information provided, the cause of the myocardial ischemia cannot be determined. The physician attributed the adverse event to the patient condition's and anesthesia. System logs were not available for review at this time. A review of the event was conducted by an isi medical officer and the following additional information was provided: a 60-year-old female underwent an ion endoluminal biopsy. The procedure was successfully completed. During the procedure there was concern for myocardial ischemia for unknown reasons. A tee was performed and was interpreted as abnormal. Cardiology consultation was obtained and the patient underwent cardiac catheterization immediately post biopsy and a myocardial infarction was noted. The patient was reported as stable. Further attempts at obtaining additional information have been unsuccessful. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the myocardial infarction was likely procedure related. There is no evidence the event was device related. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a myocardial ischemia. Mid-procedure, the anesthesiologist performed transesophageal echocardiogram (tee) and reported that the heart appeared abnormal. Nonetheless, the physician was able to complete the procedure as planned and gather the biopsy specimens needed. Upon completion of the procedure, the cardiologist was consulted, and the patient underwent emergent cardiac catheterization. The patient was confirmed to have had a heart attack. As of the time of this report, the patient was reported to be in stable condition. The physician attributed the adverse event to the patient condition¿s and anesthesia. There was no device malfunction associated with the event.